Event description:
The basket would not go into the channel of the semi-rigid ureteroscope. A second device was opened and used successfully.a message was left with customer service. Discussed this issue by e-mail and received a replacement but have not returned the device yet.